Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager refrigerator door recovery attempt was unsuccessful. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator door recovery attempt was unsuccessful. A field service engineer replaced a latch for the remote manager, and conductive grease was applied to the latch. Connectors were tightened and crimped. The fse inspected the harness and serial cable and all components appearing to be in proper working order. The remote manager was responsive in hardware test application (hta) mode. The led cabling was inspected, and everything appears to be functioning properly. The system functioned as intended after the field service engineer repaired the device. D4 & h4: UDI and manufacturer date not available.